Event description:
A customer reported issues with the pump's quick bolus and wake button, which was difficult to press and required multiple attempts to activate the screen. As a result of this problem, the customer's blood glucose level displayed as "high." To address the high blood glucose, the customer administered a correction bolus via the pump and additional injections as necessary. Customer technical support (cts) instructed the customer on how to properly press the button, which eventually functioned as intended, but the customer still expressed distrust and fear of the device. After further troubleshooting, a pump replacement was recommended by customer support associates (csa). The customer was advised to use their current pump until the replacement arrived.